Event description:
It was reported in the journal of neurointerventional surgery that (B)(6) months post initial stenting treatment, the patient presented with transient ischemic attack (tia) symptoms. Angiogram performed revealed 90% in-stent restenosis of the treated mca. The symptoms resolved post angioplasty treatment. No additional information is available.

Event description:
It was reported in the journal of neurointerventional surgery that four months post initial stenting treatment, the patient presented with transient ischemic attack (tia) symptoms. Angiogram performed revealed 90% in-stent restenosis of the treated mca. The symptoms resolved post angioplasty treatment. No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. In-stent restenosis and transient ischemic attack (tia) are known and anticipated complications associated to these types of procedures and are listed as such in the device direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.